Manufacturer narrative:
The insulin pump was received with up arrow and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. No frozen screen noted, the insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.